Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a low blood glucose (bg) level of 18 (mg/dl) and loss of consciousness. Reportedly, customer stated that they forgot to eat dinner which caused their bg levels to decrease. Customer was taken to the hospital by emergency services. While in the hospital, the customer was treated with glucose tablets. Although requested by tandem technical support, the customer declined to provide any additional information regarding the reported event.

Manufacturer narrative:
(B)(4).